Event description:
A report received from the USA stated an 840 ventilator experienced a "bad" upper display. There was no pt involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The cse performed calibrations and full performance verification testing as per the manufacturer service manual. The unit passes all tests. (B)(4).